Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had prime rewind. The customer¿s blood glucose level was unknown. Customer states that they had problems with pump due to being stuck in rewind. The customer was assisted with troubleshoot and customer states customer states they did not receive 2nd series of beeps nor did numbers appear on the screen. The customer was advised the pump will need to be replaced and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No prime anomaly noted. Pump had cracked reservoir tube lip and minor scratched display window.